Event description:
Healthcare professional reported right side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), wear abrasion, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device was explanted.